Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they passed out. His father took fingerstick bg which was 20 mg/dl but the cgm reading was 86 mg/dl. The patient¿s father called paramedics and the patient was given glucagon when they arrived. The patient was taken to the hospital and released the same day. No information was provided whether there was further treatment at the hospital. At the time of the report the following day the patient was home and doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.